Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by poor connection between the device and endoscopes. There is possibility that the poor connection was caused by external stress or aging. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus (B)(4). The evaluation of the device by (B)(4) confirmed the followings; defect of the video connector socket by stress was noted. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the device did not recognize endoscopes. There was no report of patient injury associated with this event.